Manufacturer narrative:
Additional manufacturer narrative. This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The original date of awareness was reported as 01/21/2015. The information for this follow-up report was noted on 10/28/2015. Cmp151669 30dec15 ¿ 30dec15 failure analysis: received vela cf plus,diss,grn o2,type k,eng overlay. Removed cover to open and several wires were found to be disconnected. These were reconnected wires. Additional findings: powered on in respiration mode and received multiple error codes, vent inop, motor fault, and circuit disconnect. Turbine was not operational. The turbine interface pcba was replaced with known working turbine interface pcba. Powered back it on in respiration mode and the turbine became operational and the codes cleared. This is considered a known issue being addressed with an internal corrective action. Repowered in respirator mode and set simv, rate 8. Fio@ 100% peep 5. The ventilator displayed an o2 sensor failure alarm. Changed out bad o2 with known working o2 sensor and restarted vela unit. All alarms cleared and performed fio2 monitor calibration test. Turned unit on in service mode and performed xdcr calibration test per service manual l2859-101, exhl diff press calib test failed. This is considered a known issue addressed with an internal corrective action. Performed delivered volume test per service manual l2859-101, 60 lpm failed, 80 lpm failed. Performed blended fio2 calibration test steps 1-6. Set simv 8, rate 8. Fio@ 100% peep 5, all volume tidal within tolerances, o2 within tolerances. Root cause findings: could not duplicate complaint of ventilator making loud noise or delivering large amounts of flow every other breath. No further investigation is needed. (B)(4).

Manufacturer narrative:
(B)(4). A replacement ventilator was sent to the customer. The alleged ventilator was returned to carefusion on 02/10/2015, and is awaiting evaluation. Once the unit has been evaluated, a followup medwatch report will be submitted. Carefusion send out a request for additional information on this event (namely patient involvement/patient info) on 02/09/2015. Should that information become available it will also be submitted in a follow up medwatch report.

Event description:
Customer called carefusion technical support to report that a ventilator was placed on a patient and then taken off the patient within 2 to 3 minutes, because the ventilator was alarming "transducer fault" per the customer, the ventilator made a loud noise like it was delivering large amounts of flow, and did this at every other breath, she also noticed the vte reading was 1000 ml's. The patient was placed on another ventilator and was doing fine. No apparent harm to the patient.

Manufacturer narrative:
Corrected data: no patient injury.